Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
According to the physician the patient feels diaphragmatic pacing every six hours.

Event description:
According to the physician the patient feels diaphragmatic pacing every six hours.

Event description:
According to the physician the patient feels diaphragmatic pacing every six hours.